Manufacturer narrative:
The patient information is the same as the initial reporter, so personal information was provided.

Event description:
The customer stated one of his blood glucose readings was not stored in the contour next link 2.4 memory. No ae alleged. The customer was advised to return the meter for evaluation. A new meter was sent to him.